Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of approximately 3000 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient's spasticity was very poorly controlled on a very high daily dose and fluctuated unexpectedly. The daily dose was now over 3000 mcg/day. The physician suspected a potential issue with the catheter as the dose was very high and the patient was having very sporadic spasticity control. Diagnostic testing/troubleshooting performed included x-rays which revealed normal results, a side port aspiration which was normal, and the expected reservoir volume versus the actual reservoir volume had been accurate. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been none. It was unknown if surgical intervention was planned. The patient was due for a pump replacement. The physician referred the patient for a pump change and possible catheter replacement. The issue was not resolved at the time of the report. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The drug lot number of lioresal was unknown.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Type of reportable event was updated from malfunction to serious injury. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion for the catheter was updated. Eval code-result applies to catheter.

Event description:
Additional information was received on (B)(6) 2016. The pump and catheter were returned for analysis. No additional information was provided.

Manufacturer narrative:
Returned catheter analysis found coring-tears-cuts in the seal/sc connector (no leak seen in lab and no leak allegation). No significant anomalies were found. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.